Event description:
A site representative reported a surgeon having difficulty "locating the frazier suction on the screen and it was not showing in the correct position". There was no information provided regarding at what step in the ent procedure this alleged inaccuracy occurred. Also, reported that the surgeon completed the procedure with the use of the fusion navigation system. No negative impact on patient outcome reported.

Manufacturer narrative:
Patient information was unavailable from the site. Medtronic representative at the site, replaced the axiem box, checked all instruments successfully and demonstrated to the site staff how all instruments track properly. No further issues have been reported. Investigation found unable to determine root cause as the behavior could not be replicated with testing.